Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause of the reported condition was undetermined. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during therapy on the homechoice machine(hc). The nurse stated she has the home patient(hp)'s hc and was reviewing the alarm log. The nurse stated she noticed the system error 2240 alarm and system error 2367 alarm. The technical service representative(tsr) explained both alarms and possible causes. The nurse was contacted on (B)(6) 2011. The nurse stated that she did not know if the home patient(hp) was ever connected to the device at the time of the alarm or any other details regarding the system error 2240. The nurse stated the home patient(hp) has not reported any other issues regarding the system error 2240 or sample availability. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp is currently performing therapy without any complications. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.